Manufacturer narrative:
On inspection at the service center, the issue was attributed to internal wiring failure. Replacing the electrical connector and rewiring all connections resolved the issue.

Event description:
It was reported that during a procedure, the screens go black. There was no patient injury or other adverse health consequence.